Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and a specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: catalog number changed from 14679-01 to unk.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of event.

Event description:
It was reported that an unspecified failure occurred with a starclose se device relative to an unspecified procedure. The method used to achieve hemostasis was not provided. No additional information was provided at this time.